Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump emitted a cs 087 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Correction to serial #.

Manufacturer narrative:
Follow-up #1 date of submission 10/09/2016-device evaluation: the pump has been returned and evaluated by product analysis on 09/16/2016 with the following findings: the pump alarmed with a call service cs69 alarm during the rewind step. The call service 69 failure was written to the black box as a call service 87 failure. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the complaint, investigation revealed that the battery cap was damaged with stripped threads and damage at the top slot. The battery cap was unable to fit securely and was difficult to remove due damaged slot. A test cap was used during investigation. In addition, the display lens was observed to be cracked.